Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation as it was discarded by the customer. Therefore, a physical investigation of the catheter could not be performed. The patient was in a high-risk category for dvt. The patient is currently in stable condition. Event of dvt was assessed as serious. Event was assessed as probably related to the zoll catheter due to the relevant timing and location of dvt. At the same time, the patient's post-cardiac arrest condition and immobility possibly contributed to the development of the current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. The development of thrombus is a common complication in such a patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt is an anticipated event and could potentially occur with the usage of any catheter. The event is probably related to the device and procedure.

Event description:
A patient who had been resuscitated from cardiac arrest was placed into controlled hypothermia by ivtm therapy. A solex 7 catheter (lot # unknown) was smoothly inserted into the patient's right internal jugular vein for temperature management. There was no blood coagulopathy performed before the initiation of ivtm therapy. No adjunctive temperature management or relative procedures were performed, and no other central venous catheters (cvc) were placed before utilizing the zoll catheter. The catheter functioned as intended during the seven days of treatment. After catheter removal, coagel residue was observed on the catheter. Thrombosis was present, with the main part adhered to the solex catheter. Only fragments were visible on ultrasound in the internal jugular vein. The measured length of the thrombosis on the catheter was 1 centimeter. The patient was in a high-risk category for deep vein thrombosis (dvt) but did not exhibit any symptoms of thrombosis. The patient received dvt prophylaxis in the form of full anticoagulation with a heparin perfusor (25,000 u.I/24 h), which is standard for traumatic brain injury (tbi) patients. No specific intervention was performed to mitigate the dvt after its discovery. The patient is currently stable.